Event description:
Info received indicates the bed has no hi/low function from the left head siderail and the bed goes up unintentionally when the left head siderail is in the raised position.

Manufacturer narrative:
The tech isolated the issue to a faulty left head siderail cable. He replaced the cable to repair the bed.